Manufacturer narrative:
Additional information of fa#.

Manufacturer narrative:
Investigation results: the complaint of slow needle retraction could not be confirmed from the two photographs that were provided for investigation. The photos show the top web containing the device information. No physical sample was provided for functional testing. A review of manufacturing records was performed and there were no issues during the production of this batch. Although the photographs and manufacturing records do not support the complainant¿s description of the reported event, the complaint has been documented and will continue to be monitored as part of ongoing efforts to identify potential manufacturing related issues. A review of our risk management documentation was performed and indicates that the potential risk of the reported event was assessed appropriately.

Event description:
No additional information.

Manufacturer narrative:
None reported.

Event description:
It was reported that bd insyte autoguard winged needle was slow to retract. The following information was provided by the initial reporter: I was onsite with the staff yesterday and observed one of the issues. On the instye autoguard, the needle is retracting slowly back into the housing when safetied. We pulled one from the stock room and tested it, not on a patient of course.